Manufacturer narrative:
The product was returned for evaluation. The set screw was checked with go/no-go gages. The major diameters of the set screw was verified and found within specifications (as returned). No obvious defect was noted that can be attributed to the loosening of the set screw. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent surgery for implant of posterior spinal fixation instrumentation. The set screw came loose sometime post-op. The patient underwent a revision surgery. The screws were explanted.